Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific pt injury. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00281 for info related to the kugel mesh implanted on (B)(6) 2009.

Event description:
The following is based off a review of the pt's medical records: on (B)(6) 2009 - the pt underwent preperitoneal left inguinal herniorrhaphy with implantation of a bard kugel hernia patch to repair the pt's left indirect inguinal hernia. On (B)(6) 2011 - the pt developed a right inguinal hernia and underwent preperitoneal right inguinal herniorrhaphy with implantation of a small oval bard kugel hernia patch. The attorney's report alleges obstruction, additional surg, defective mesh, disability.